Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient¿s battery implant got infected, the battery was explanted, and two new batteries were implanted. It was also noted the infection cleared before the healthcare provider (hcp) implanted the two new batteries. The patient's status was undetermined at the time of the report. A follow-up report will be sent if additional information becomes available.

Event description:
The patient¿s hcp confirmed on (B)(6) 2014 that the patient was getting good therapy with the new devices.